Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation on her back. The patient's physician recommended benadryl and the patient's pharmacist recommended hydrocortisone cream. During a follow-up, it was reported that the patient's irritation improved.